Event description:
The patient reported that during their last refill appointment, the refill port was missed causing a pocket fill. Shortly thereafter, the patient went to their physical therapy appointment and began to feel lightheaded and dizzy. The patient was taken to the hospital and admitted into the intensive care unit for two days. The patient stated they eventually recovered. The drug in the patient's pump is unk. Additional information has been requested from the hcp, but was not available at the time of this report.